Event description:
It was reported a patient experienced and was hospitalized for 13 days for peritonitis coincident with peritoneal dialysis (pd) therapy. On an unknown date, the patient experienced peritonitis. The patient began treatment with unknown antibiotic. The patient's pd catheter was removed and pd therapy was discontinued. The patient recovered from the event of peritonitis. No additional information is available. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot number h13a08048 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A review of all batch record documents was performed on potentially associated lot number h13c27044 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for the batch but does not indicate any issues related to the complaint. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).